Event description:
It was reported that during the implant procedure the lead was attempted but not implanted because the physician thought that the lead was not deploying properly. A new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis revealed that the inner insulation of the lead became extrinsically distorted due to kinking/buckling. It was also noted that visual summary analysis of the lead indicated damage at implant and stretching.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).